Manufacturer narrative:
The device was returned and investigated as follows: bin files analysis, visual inspection and functional testing. The results were as follows: failure files confirmed the reported system notice error 50006 and also showed system notice error 50005 (the safety system has detected fluid in the catheter and stopped the injection). The visual inspection showed that there was blood inside the catheter balloons. The dissection and pressure test showed a double balloon (breach) pinhole caused by a lifted tc wire. This triggered the fail-safe system (system notice errors 50005 and 50006).

Event description:
While ablating the second of two veins targeted for cryoablation, system notice error 50006 was triggered (the safety system has detected blood in the catheter handle, stopped the injection and disabled the vacuum). The catheter was removed and isolation of this vein was completed with rf energy. Upon inspection of the catheter, blood was observed inside the outer balloon. No adverse event occurred.